Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: the complaint about the device fell off event could not be determined. There was moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
The patient reported 4 v-go devices that she got in october's kit had adhesive pads that did not stay completely attached while she was wearing them. The patient elaborated stating for all 4 of the devices patient had worn for only for 7 to 8 hours and they typically came partially off a little while after taking a shower. The patient stated she was following proper fill, wear, and go procedure before applying these devices. The patient stated the bottom part of the adhesive pad was what came off specifically on all four of them which took the needle out of her body.